Event description:
It was reported that allegedly the unit was not able to maintain patient temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that allegedly the unit was not able to maintain patient temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The product met specifications at the time of evaluation as the product was confirmed to be functioning properly.

Event description:
It was reported that allegedly the unit was not able to maintain patient temperature. The patient was not adversely affected and no clinically relevant delay in treatment was reported.